Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain in her right leg and subsequently can barely move the leg. It was also reported the patient's leg seemed inflamed and swollen on (B)(6) 2013. The patient was taken to the emergency room via ambulance where she was treated for pain and released. On (B)(6) 2013, the patient went back to the emergency room and the sjm representative reprogrammed the patient's scs system to obtain stimulation in the right leg per request of the patient's spouse. (B)(6) 2013, follow-up confirmed the patient's pain and inflammation are new and developed slightly after implant and has gotten worse in the past few days. Additionally, the physician has not determined the source of the pain. X-rays have been ordered.